Event description:
The patient reportedly experienced no lock between the implanted device and external equipment. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another cochlear implant device.